Manufacturer narrative:
Product event summary: the shoulder pack was not returned for evaluation, only the shoulder strap was returned. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the strap revealed a broken swivel snap hook. As a result, the reported event was confirmed. Events with damaged snap hooks can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right hook on a shoulder pack slipped out of the eyelet and the left hook broke spontaneously and without external force. The shoulder pack was removed from service. No patient complications have been reported as a result of this event.